Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and pre procedure had chronic gastrointestinal (gi) bleeds. A day after impella 5.5 implant, the patient still had low hemoglobin and shock liver. The patient received a total of four untis of packed red blood cells, one unit of platelets, two units of cryoprecipitate, and two units of fresh frozen plasma. Anticoagulation was on hold until computed tomography output slowed. The care team continued to replace volume loss. The gi team was consulted as the patient had a history of chronic gi bleeds. It was also noted that the patient had rhythm swaps between normal sinus rhythm and atrial fibrillation. The following day it was confirmed that the patient had a gi bleed. The patient continued to receive units of packed red blood cells over the next few weeks. The patient was not a candidate for advanced heart faliure therapies and consulted interventional cardiology for possible high risk percutaneous coronary intervention. The patient and family decided to go on hospice and impella 5.5 successfully weaned. The patient survived the explant.